Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of over 500 mg/dl. The customer had symptoms such as nausea, vomiting, and frequent thirst. The customer treated with insulin. Customer's blood glucose value was 302 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017. Troubleshooting was performed. The insulin pump passed the high pressure test. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product will be returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, stained end cap sticker and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.